Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) have been evaluated. The reported problem (code 107/belt communication faults) has been confirmed. The problem was isolated to a defective belt. As received, the trunk connector was broken. The root cause of the broken trunk connector cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken trunk connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he had received a few service code 107's over the past couple of days. The patient was issued a replacement electrode belt and monitor.